Event description:
It was further reported that the monitor has been returned.

Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : analysis on the monitor was performed and no defects were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.